Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer experienced hyperglycemia. The customer blood glucose level was 504 mg/dl. Customer stated insulin pump had no delivery alarms. Customer treated with 10 units of bolus. Customer declined troubleshooting. Customer performed displacement test and self-test and both were passed. The device will not be returned for analysis.